Event description:
Medicare dept called to report customer passed away. They stated that customer's family member reported the death and did not leave any other info. Customer was wearing the pump at the time of death. The cause of the death was unknown, but doctors stated it was a possible a heart attack. Also it was stated that the customer was in good health at the time of hospitalization with bgs under perfect control.